Manufacturer narrative:
A third party service agent performed an initial evaluation of the device and verified the reported issue. The device's sysem pcb was replaced to resolve the reported issue. The devices power supply was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.